Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the comb was bent. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported device is dented. Noticed the malfunction after surgery during inspection. The device was not locking. Investigation found the comb was bent. No adverse event was reported as a result of this malfunction.